Manufacturer narrative:
Implanted date: 2009. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.0mm, icm120v4, -11.5 diopter, implantable collamer lens was implanted into the patients right eye (od) in 2009. Low vault was observed , cause is unknown. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.